Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733686, serial/lot #: unknown, mfg date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The system reportedly could not be started. No signal was seen on the system monitor. The system could be started after attempting reboot approximately 10 times. After system start, freezing occurred during navigation and usage of navigation was stopped. The issue resulted in less than one hour procedure delay. The procedure was completed by performing fluoroscopy. There was no impact on patient outcome. No complications were reported/anticipated.